Event description:
It was reported that the right ventricular lead was possibly fractured and had high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance with alerts that occurred on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014. (B)(4) non-sustained tachycardia (nst) events with a v-v cycle length of less than (B)(4) milliseconds were recorded between (B)(6) 2014 and (B)(6) 2014. Finally the maximum right ventricular (rv) pace impedance varied between 432 and greater than 7000 ohms between the weeks ending (B)(6) 2013 and explant. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.